Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading the seal into the delivery tube. The surgeon was unable to deploy the second seal into the aorta successfully. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.